Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported that he had inaccurate cgm values for a few days before he sought medical attention. The patient was unsure of any specific symptoms but stated that he felt very unwell and that the blood pressure rose. At an unspecified point during the event the cgm was reading 40 mg/dl and the blood glucose reading was 500 mg/dl. It is reported that the patient was seen in the hospital where he received intravenous treatment with insulin. At the time of the report, which was 3 days after the patient went to the hospital, the patient reported that the blood glucose was still above 300 mg/dl, and that the hospital was trying the lower the blood glucose gradually, and that he was still receiving this treatment. There was no information on the discharge date. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.